Event description:
It was reported patient experienced periprosthetic femoral fracture and was treated with open reduction internal fixation and femoral component revision with a long-stem prosthesis. Fracture occurred within the first 31 days of surgery. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Report source ¿ ennin k.a., elsharkawy k. A., dasgupta s., emerson r.h. (2021) cemented femoral stem fixation through the anterior approach has fewer early complications than cementless fixation. Bone joint j 2021;103-b (7 supple b):33¿37. Https://doi.org/10.1302/0301-620x.103b7.bjj-2020-2230.r1. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device location unknown.

Manufacturer narrative:
(B)(4) reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.